Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the fiber in a pvp procedure, there was a bright flash and then the fiber cap broke off inside the pt at 11,876 joules into the case. The fiber cap was irrigated out of the bladder. There was no pt injury. It was reported that the fiber cap had been cleaned during the procedure. The procedure was completed with a second fiber.